Event description:
It was reported that this artificial urinary sphincter was removed due to atrophy and incontinence. The device cycled perfectly and while being scooped the physician could see the cuff was not giving enough pressure to keep the patient dry. A new artificial urinary sphincter was implanted. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.